Manufacturer narrative:
Product analysis: the stylus and cursor were misaligned on a portion of the display. The display overlay was replaced, and the stylus was calibrated. The programmer failed a common mode test. The link electronic module (lem) and printed circuit board (pcb) were replaced. The lower case had a hole drilled in it. It was replaced. A broken hinge was found, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as a trade-in, and subsequently tested out of specification. There was no patient involvement.